Manufacturer narrative:
Batch history review: batch number unknown. Investigation results: complaint sample not returned for investigation. Conclusion: without the complaint sample for investigation no thorough investigation is possible and we cannot conclude on the real cause of the incident. If new elements become available in the future, we will reopen this complaint. This type of incident is a known risk of the use of needles. The surecan safety ii has a manually activated safety mechanism that is designed to be deployed upon needle removal and to shield the tip, to reduce needlestick injuries. Surecan safety ii's features include a green dot, which appears through the clear bottom plate when the safety mechanism is successfully engaged. This is a very rare incident (<1/1.000.000), no corrective action is envisaged for the moment.

Event description:
Puncture after removal of the huber needle whose safety system had not been triggered.